Manufacturer narrative:
Date of event was reported as (B)(6) 2015.

Event description:
Information received from the consumer reported that the patient was put on antibiotics after the implant of their implantable neurostimulator (ins) and developed an infection. The infection resolved after they were put on "a lot" of antibiotics. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.